Manufacturer narrative:
(B)(4) batch # r59l9p. Device evaluation summary: the analysis results found that a sr75 reload was received with the left gripping surface broken off. The reload was received unfired and swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Retaining cap issue. It was reported that during the surgery, could not remove the retaining cap after install the reload. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.